Manufacturer narrative:
A follow-up report will be submitted when the investigation has been completed.

Event description:
During examination, the transducer got very hot, and the transducer did burn the pt. Upon further investigation from siemens headquarter support, it was confirmed that the pt received just a red mark on their skin which required no treatment. Transducer involved in the incident: 4v1c, catalog# 08267987, serial# (B)(4).